Event description:
The device associated to this report was received in 2009 at the company service site with no information related to a failure. Covidien technical support team contacted the customer to obtain information related to the return of the device. The following month, the customer contacted covidien indicating that the device was returned for "no audio".

Manufacturer narrative:
Investigation on the device is currently in progress. Investigation results will be provided in a supplemental report.